Event description:
It began with stomach problems and excessive weight gain and estrogen levels of 997. I went to at least 15 doctors including (B)(6) none of them could find the source of the issue. In (B)(6) 2020 I began to have excessive exhaustion, breast tenderness, and pain. I started having massive night sweats, memory lapses, and increased anxiety. I went to other doctors gynecologic, gastroenterology etc again no answers. I started having excessive cold limbs in mid 2020 and was diagnosed with raynaud's started a new medication for twitching. The insomnia and anxiety became unbearable. I was then given klonopin and clonidine for blood pressure that was skyrocketing for no reason, the doctor attributed this to anxiety and stress. In (B)(6) 2021 I began to drop weight. I dropped from (B)(6) to (B)(6) by (B)(6). I then received the letter from allergan stating that my implants were recalled and they are known to cause a rare form of cancer. I became concerned when my weight plummeted to (B)(6) by (B)(6). I made an appointment with the plastic surgeon and had a ultrasound of my breasts done. The ultrasound showed pockets of fluid and a mass which they stated should have been followed up by biopsy, I showed this to my ps and during the appointment he stated that I was probably having breast implant illness and that the had definitely lost volume. Then he sent me a paper he wrote on 20 of his patients that had these same textured implants; 18 had bii, 2 developed the cancer, 1 died from it. I was shocked I then began researching this and realized that I needed to get these out of me. The tests ran on me showed that my lymph nodes were inflamed, my thyroid was attacking itself and I was diagnosed with hashimotos like illness due to leaking silicone in my body by my endocrinologist. I've had constant infections, multiple uti's pain in my chest throat and joints. Ringing in my ears, excessive brain fog, metal taste in mouth bleeding gums chronic anxiety/depression and exhaustion. FDA safety report ID# (B)(4).